Event description:
It was reported that (2) 512sa were used during an unknown procedure. It was reported by the rep that only the trocar worked and the seals apparently were broken.it is unknown how the case was completed and there was no consequence to the pt. 3/3/2000: opened a new instrument to complete the case.